Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, e1, d9, h3,h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, one opening on radius side assessed as surgical damage. ¿ anxiety¿product/procedure: unable to observe as it is a medical event that is not related to the device. Additional observations: ¿ crease fold is observed. ¿ white biological tissue on the shell is observed. ¿ brown particles on the shell are observed. No further actions are required as the device was implanted.

Event description:
The device has been explanted and replaced.